Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, customer changed out the pump supplies and resumed insulin delivery. In addition, it was reported that it took more insulin than expected to fill the tubing when changing out the pump supplies. Customer had elevated blood glucose (bg) levels (250 mg/dl). Customer delivered a bolus to address elevated bg levels.